Manufacturer narrative:
The device indicated in the complaint was an older version that incorporated titanium markers. The current version of the product incorporated tantalum markers. Tantalum material has better radiopaque abilities then titanium.

Event description:
Once the cage was implanted, it would not show up on x-rays. It had to be remove and replaced. The second cage did show up on x-ray.